Manufacturer narrative:
Customer has been contacted and samples were not returned and no pictures were provided, we were unable to determine the validity of the complaint.

Event description:
Noticed same issue as last time, where the metal flaked off of the clamp.